Event description:
This lead was capped due to high impedance measurements, loss of capture and suspected fracture. There were no adverse pt events reported. Should additional info become available, this report will be updated.